Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot/serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen 2000mcg/ml for a total dose of 334mcg/day via an implantable pump for intractable spasticity. It was reported the patient showed redness and swelling around the pump pocket. An infection was confirmed. It was noted that the patient was very sick and had a colostomy that existed not far from the pump. It was noted that the patient's health issues likely contributed to the infection. Diagnostics/troubleshooting included testing for and infection and confirmed the infection. Actions/interventions included surgical intervention where the pump was explanted and the catheter was partially explanted on (B)(6) 2018 due to an infection. It was noted that the hcp chose a location on the patient's side to access and clip, and then cut the catheter for possible reconnection in approximately a month. The pump and part of the catheter that were removed were disposed of/discarded. It was noted that the issue was resolved at time of report, and the patient's status at time of report was alive-no injury. The patient's weight and medical history was unknown/asked and will not be made available. The event date was (B)(6) 2018. No further complications were reported/anticipated.